Event description:
It was reported that during a surgical procedure at the user facility a doctor passed out while using the helmet with battery. The procedure was completed successfully and the doctor was doing fine after the event. No delay, no medical intervention and no adverse consequences were alleged with this event. It was reported that the battery had not been charged, and the user facility was unable to confirm if the helmet and the battery had been function tested prior to use.

Manufacturer narrative:
The user facility does not know which device was used during the reported event, and is therefore unable to return the device for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was not returned for analysis.